Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/26/2020. Additional information: a3, b3, b7, h6. The following information was requested and received. Name of surgery? Robotic gastric bypass. Date of surgery? (B)(6) 2019. Date of reaction? (B)(6) 2019. Describe the reaction (e.g. Blister/red/infected/mild¿). Blisters around the incision sites, there was also inflammation in the face area. It was noted that medicine was administered, provide type and dosage? What if any other specific type of medical / surgical treatment was provided to treat the reaction? Claritin. What prep was used prior to, during or after dermabond advanced use? How many layers of adhesive were used over during application? 2 layers. Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No what is the physicians opinion of the contributing factors to the reaction? Probably not a reaction to dermabond. Patient demographics: initials / ID; age or date of birth; bmi, bmi:33, she was in her mid 40¿s/ patient pre-existing medical conditions (ie. Allergies, history of reactions) no.

Manufacturer narrative:
Product complaint # (B)(4). The following information was requested however not received to date: photo of allergic reaction? Name of surgery? Date of surgery? Date of reaction? Describe the reaction (e.g. Blister/red/infected/mild¿). It was noted that medicine was administered, provide type and dosage? What if any other specific type of medical / surgical treatment was provided to treat the reaction? What prep was used prior to, during or after dermabond advanced use? How many layers of adhesive were used over during application? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? What is the physicians opinion of the contributing factors to the reaction? Patient demographics: initials / ID; age or date of birth; bmi, patient pre-existing medical conditions (ie. Allergies, history of reactions) was the patient exposed to similar products, such as artificial nails? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent and unknown procedure on an unknown date and topical skin adhesive was used. About three days post-op, the patient had an allergic reaction. The patient went to a dermatologist and was provided with medicine and the allergic reaction cleared up. No device will be returned. Additional information was requested.